Event description:
The pt had a right hip replacement in 1997. Recently, pt complained of onset of intense right hip pain and went to physician for evaluation. During the workup, it was discovered that the orthosis stem had fractured. Surgeon noted that pt had lucency in the upper part and the bottom part was solid and stress riser was created which broke the stem in the middle third. The pt was taken to surgery for removal of the prosthesis and revision of total hip arthroplasty. Surgery was unremarkable and pt was taken to the recovery room in good condition.